Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the ventilator was not producing breaths. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device log was not helpful in our investigation for the event date provided. Similar user advisories were noted in december of 2024, but nothing following. The device was put through extensive testing with a known good test set up without duplicating any faults to the device. An internal inspection observed debris in the flow screens. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.